Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath is broken off and is missing. The type of damage found is typically caused by thermal and/or mechanical overload, possibly as a result of improper reprocessing and/or excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient. However, it was reported that no fragment remained inside the patient since it was allegedly retrieved during a following cystectomy procedure. The intended procedure was completed with the same set of equipment and there was no report about an adverse event or patient injury.